Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Replacement of the three-way solenoid valve and proportional valve needed to address the issue, service quote has been provided to customer.